Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade which required drainage. The report indicated that after 2 hours of starting the pulmonary vein isolation (pvi) ablation procedure with thermocool smarttouch sf catheter, the patient's blood pressure decreased and cardiac tamponade was noted. Drainage was performed and the patient's blood pressure stabilized. The blood was described as venous-like in color. A decrease in blood pressure had been recorded immediately after the start of pvi, but it was unknown whether the blood pressure decrease was due to cardiac tamponade. The physician commented that while ablating the left atrium (la) roof with the thermocool smarttouch sf catheter there had been a timing when contact force became high due to respiration, and that this could not be excluded as a possible cause; however, the cause was unknown. The patient was able to converse. The physician assessment of the health problem was non-serious (moderate/minor). No prolongation of hospital stay was noted. The coloring setting of visitag was tag index. The additional filter for visitag was fot. The physician's opinions on the relationship between the event and the product was that there was no causal relationship with the product. The physician commented that the product had been the same as usual. No abnormalities observed prior/during use of the product. Additional information was received on 18-feb-2026. The outcome of the adverse event was that the patient improved. One catheter was used for each exchange. The energy delivered was radio frequency (rf). Prior to noting the cardiac tamponade (CT) ablation was performed. The patient did not require cardiac surgery. No error messages were observed on biosense webster equipment during the procedure. Additional information was received on 03-mar-2026. The outcome of the adverse event was fully recovered (no residual effects). Discharged date is unknown. One transseptal puncture site was performed during the procedure with nrg rf transseptal needle (baylis). The number of performed ablations was 78 with rf energy within the pulmonary veins. No ablations were performed outside the pulmonary veins. No evidence of steam pop. The flow settings were pre: 1sec and post: 5sec. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The force visualization features used were cf, realtime graph, vector, and visitag. The visitag module parameters for stability used were stability+; time 3s, fot 25% 3g, and tag size 2mm.